Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml morphine at a dose of 1.25 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp was unable to aspirate the catheter via the access port prior to the pump replacement. There were no applicable environmental, external, or patient factors. The hcp attempted to aspirate the catheter via the access port. The distal end of the catheter was cut off and had a free flow of medication/cerebrospinal fluid (csf). The 5 cm of the distal end of the catheter and the old pump connector were discarded. It was replaced with a sutureless pump connector. The issue had been resolved and the patient status was alive with no injury. Additional information was received on (B)(6) 2017. The pump was being replaced at the hcp¿s discretion as the pump was near end of life. The representative was unaware of any symptoms associated with the event. The cause of the inability to aspirate was stated as there was some debris in the catheter connection and also a possible kink (or at least an acute angle in the catheter itself within the pocket). The inability to aspirate was first noticed at the time of the surgery to replace the pump on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.